Event description:
Caller reported that the pump battery would not charge, despite leaving it plugged into a working wall outlet for at least 30 consecutive minutes. There was no adverse impact to the customer¿s blood glucose level, as it did not exceed 500 mg/dl. Technical support decided to replace the pump, and the customer planned to use multiple daily injections as backup therapy to ensure uninterrupted insulin delivery. The caller was instructed to send the problematic pump back using a prepaid label and put it into storage mode before returning it, with confirmation received on understanding these instructions.